Manufacturer narrative:
B3: date of event - corrected to (B)(6) 2019.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications the gore® tag® conformable thoracic stent graft with active control system instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
It was reported that on an unknown date, a gore® tag® conformable thoracic stent graft with active control system was implanted for treatment of a thoracic aortic aneurysm. The device was implanted approximately 12 mm above the celiac artery. On (B)(6) 2019, the physician reviewed images from a follow up visit. The aneurysm was observed to have grown both proximal and distal to the graft. The aorta above and below the graft measures approximately 35 mm in diameter. The physician has no opinion regarding the cause of the aneurysm growth. The patient is non-compliant in follow up, and as a result, future intervention is unknown.

Manufacturer narrative:
B5: event description: added results of imaging evaluation of returned images. H6: results code - replaced code 213 with code 3221. Review of manufacturing records could not be performed as no lot/serial number was provided. H6: method code - code 4112 added to reflect evaluation of returned images.

Event description:
Images were provided for evaluation. The imaging evaluation stated: centerline reconstruction illustrating that the distal aspect of the device is approximately 12mm proximal to the celiac artery. Orthogonal reconstruction illustrating what appears to be lack of wall apposition both proximally and distally. Orthogonal reconstruction illustrates that there is lack of wall apposition in the distal 2cm of seal zone. Orthogonal reconstruction illustrates that there is lack of wall apposition in the proximal 2cm of seal zone.